Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cs 9 mm s2 poly. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Revision due to infection, doctor did a poly swap.